Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, one of the four rotation knobs did not work. They used the handle and did not rotate to a direction to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of a nonfunctional lower right rotation button. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. The root cause for the reported condition has been attributed to a switch failure. If information is provided in the future, a supplemental report will be issued.